Event description:
It was reported that an asymptomatic patient presented via merlin.net transmission. Upon interrogation, the implantable cardioverter defibrillator had episodes of non-sustained right ventricular oversensing due to post-paced t-wave oversensing. Programming changes were discussed. No further information was reported.